Manufacturer narrative:
Sensor 0m000e25yem has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, a crack in the sensor neck was observed, which is indicative of an insertion failure. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying the adc freestyle libre sensor, and therefore being unable to obtain results. As a result, customer experienced tremors and weakness and required unspecified third-party treatment. No further details were obtained as customer refused to provide any additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying the adc freestyle libre sensor, and therefore being unable to obtain results. As a result, customer experienced tremors and weakness and required unspecified third-party treatment. No further details were obtained as customer refused to provide any additional information. There was no report of death or permanent impairment associated with this event.